Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. The trilogy 200 was returned to the manufacturer service center for evaluation, and the device failed a dp calibration test step during testing. The device's sensor board needs replaced to address the issue. No repair performed, customer has requested that device be scrapped. Additionally, unrelated to the test fail, the device was found to have porting block port damage, the universal porting block was found damaged, the cord retainer was missing/broken, the rear case enclosure was damaged, the handle was cracked and the ac cable was damaged. No repair performed, customer has requested that device be scrapped.